Event description:
Complainant alleged that during the cardioversion of a patient, the first set of electrode pads were unsuccessful in converting the patient's heart rhythm, a second set of electrode pads were used and an arc was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.